Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after resetting the pump, the pump screen would not turn back on. Call with tandem technical support disconnected. Upon follow up, customer reported there was no longer an issue with the pump. There was no reported impact to blood glucose.